Event description:
It was reported that a motor stall was seen in the pump's logs without a noted motor stall recovery. The time of the motor stall coincided with an MRI that the patient had on the day prior to report. Approximately fifteen minutes after the initial device interrogation, a motor stall recovery was seen when re-reading the logs. It was stated that the pump had likely recovered shortly after the MRI, but hadn't been detected or recorded. The drug used in this system was generic baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).